Event description:
During meniscal repair surgery the second implant from the fast-fix device would not deploy. The surgeon successfully completed the surgery using another fast-fix. The first implant remains in the pt. No pt injuries or complications were reported.